Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator the patient expired after withdrawal of care. It was reported the patient had a hemorrhagic stroke and family chose to withdraw care. It was reported the device operated as intended. The device will not be returned for evaluation. It was reported that the patient was admitted to the hospital on (B)(6) 2020 for thoracentesis with planned dental extraction on (B)(6) 2020. The hemorrhagic stroke was identified the night of (B)(6) 2020 via head CT. The patient had developed worsening mental status which prompted the CT scan. The patient also had a supratherapeutic inr of 4.3 the day the bleed was identified. Neuro was consulted and it was determined that there was little chance of the patient recovering speech, and understanding based on the size and location of the bleed. The patient was kept comfortable, and a meeting was set up with palliative care and the patient¿s family. It was ultimately decided by the family to withdraw care. The death was not considered device related.